Event description:
Additional information received reported that after follow up, the patient was able to charge the device, but with difficulty only if he was lying on his side. It was noted that this allowed the antenna to communicate better with the device. The reporter stated that the patient was fine and paresthesia was perceived correctly. It was reported that the device was not flipped in the pocket and was confirmed to be in the correct orientation. The reporter stated that the patient's physician had not planned a device replacement.

Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that there were coupling issues and the patient had difficulty recharging the implantable neurostimualator (ins). The recharger was coupling with the ins but the recharger efficiency was very low ("all the solid blocks were empty"). The patient tried to adjust the antenna and used the dial on the antenna to improve the signal strength between the ins and recharger but was unsuccessful. It was noted that the battery was almost empty and the patient experienced a return of pain symptoms. The reporter indicated that the patient was going to follow-up with a medtronic representative to verify the efficiency of the recharger as well as position of the ins in the pocket to exclude a flip. Approximately a week later it was further reported that the patient was unable to recharge the ins because it was completely discharged. The patient was scheduled for a follow-up appointment with the healthcare provider (hcp) on (B)(6) 2012. After follow-up with the patient's hcp, it was verified that the charger worked properly. The hcp suggested that the low efficiency was due to the orientation of the ins in the pocket. The reporter indicated that if the issue persisted, a revision would be scheduled. If additional information becomes available, a follow-up report wil be sent.